Event description:
It was reported that "No Readings", "Sensor Error" or "Brief Sensor Issue"" occurred. From (b)(6) 2026, the patient reported having instances of a brief sensor issue every day. On (b)(6) 2026, around 10am, the patient became nauseous and started vomiting. The patient¿s CGM was in a brief sensor error state. After approximately three hours, the patient¿s CGM value returned at 480 mg/dl (however, the CGM device cannot provide a numeric value over 400 mg/dl) while his BG meter reading was 500 mg/dl. The patient was also wearing an Omnipod insulin pump and was adjusting his insulin doses in his pump manually. Around 11am, the patient¿s spouse brought him to the ER as his BG levels were still elevated. At the ER, the patient's BG level was 500 mg/dl and he was treated with (2) bag of IV saline solution. After 4-5 hours, the patient¿s BG level began to decrease and the patient was discharged. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Diabetes Mellitus is a known cause of hyperglycemia.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.